Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. After replacing the batteries, the screen became blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: there were multiple call service alarms observed in the black box history. The pump booted on with audio, vibration, and fully illuminated display screen. There was no visible defect found to the printed circuit board when the pump was opened. Investigation was unable to duplicate the original complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.